Event description:
The code key, packaged with the strip vial, did not match the code printed on the strip vial label. Patient's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.